Event description:
It was reported that the user received a low glucose alert on the ilet pump and documented a nadir blood glucose of 53 mg/dl after meal announcements, and the user requested discussion of potential setting changes or a factory reset; the user was assigned for additional training. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates, including chocolate and juice, with glucose increasing afterward, and no hospitalization. Investigation included internal case review by customer support and referral for user training. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.